Manufacturer narrative:
(B)(4). Batch # n91c8z. The lot p9247t history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobe resection that while the surgeon was along the wall of the lung trying to mobilize the lung and when the device was removed from the patient the tissue pad was melted almost completely off. The tissue pad fell off while the device was being cleaned. None of the tissue pad fell into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.